Event description:
An eye care practitioner reported that a patient experienced severe pain and was diagnosed with a large round central corneal ulcer in her right eye associated with wear of precision uv contact lenses & use of alcon optifree lens care solution. The following day, the patient inserted a lens in the left eye and subsequently presented to ecp with a significant ulcer with corneal erosion and was hospitalized. Treatment consisted of chibroxine, celluvisc, ciloxan, gelarmes. Pre-event visual acuity reported as od 10/10 os 10/10. Current acuity reported as od 9/10 os 10/10. Events resolved with persistent pain. No further information was provided. This case has been designated as the left eye event (separate report has been made for right eye event).

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as possible infectious corneal ulcer." The device history records & sterility records have been reviewed by manfacturing and found to be in compliance.